Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of the procedure is estimated to be (B)(6) 2025. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery with calcification. The ht command 18 guide wire(gw) was advanced through a 0.018 support catheter; however, the gw failed to cross the calcified lesion and broke. Therefore, the support catheter was retracted under aspiration to remove the separated part of the gw. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that the guide wire failed to cross a calcified lesion, resulting in the tip separating. Analysis of the returned wire confirmed the separated tip. The separation occurred at the intermediate solder. The separation location was bent. This type of damage aligns with the reported interaction between the wire and calcified lesion. It is possible that wire became bent while attempting to cross the lesion, then subsequent manipulation resulted in the separation. Additionally, the analysis noted stretched coils and polymer bunching. This type of damage is consistent with attempted removal of a separated wire. A wire separation would impact its maneuverability within the anatomy or an accessory device, contributing to polymer and coil damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.